Event description:
The customer reported via phone call that the insulin pump was exposed to water at the beach. The customer's blood glucose was 170 mg/dl. The customer stated that he accidentally got into the water with the insulin pump. He stated that when the issue occurred, the insulin pump alarmed low battery, and since then the insulin pump would not turn on. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic and motor assemblies. The insulin pump was received with minor scratches on the liquid crystal display window.